Manufacturer narrative:
(B)(4).

Event description:
During index procedure two resolute integrity drug-eluting stents were implanted in the rca. Two days post index procedure patient suffered a stroke. Patient has not recovered, event is ongoing. The investigator assessed that the stroke is not related to the study stents.